Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file was provided and the customer's report was not confirmed. Review of the data file did not observe the report or any critical errors related to the reported issue. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.